Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 13-jun-2018 with the following findings: on investigation, the pump powered on with a functioning display. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked with moisture in the battery compartment during the investigation. Additionally, moisture was observed throughout the interior compartment of the pump. Leak testing confirmed moisture ingress as the site of the pump damage.